Event description:
Patient with IV access port for recent outpatient antibiotic therapy presented to the hospital. Purpose of visit was to flush IV port with heparin to keep port functioning. He received heparin 100 units / ml flush IV to the port. Within 30 minutes, the patient presented back to the hospital with complaints of shortness of breath, blue lips, light headedness, chest pain, nausea and vomiting x 3. He was found to be hypoxic with severe hypotension. He required oxygen and a levophed drip to correct blood pressures in the 60/40 range. He was transferred to a another hospital with the diagnosis of sepsis. Our attending physician became suspicious of heparin contamination because sepsis does not present that rapidly. He received, solumedrol, epinephrine, famotidine, levophed, and diphenhydramine in response to anaphylaxis diagnosis. Twenty-four hours later, the patient has recovered and has normal blood pressures and is walking around. Dose or amount: not sure, frequency: 1 time, route; IV. Diagnosis or reason for use: IV port flush.